Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. During a routine replacement of an implantable cardioverter defibrillator (ICD) the physician elected to replace the rate sensing portion of the lead due to 'questionable inappropriate shocks'.